Event description:
Additional information received reported that the event was caused by a 'hematoma over the generator site.' It was noted that the patient's stimulator was previously turned off but was turned back on and adjusted on (B)(6)-2012. The patient was not hospitalized due to this event. The patient outcome was provided as a non-serious injury or illness.

Event description:
It was reported that the patient was unable to turn off his implantable neurostimulator (ins) because the patient programmer would not communicate with the ins. The patient did not have issues with the stimulation, but just wanted to turn it off. It was noted that the ins was implanted two days ago and now the ins site was swollen and had a hematoma. The patient was going to visit the emergency room to have the hematoma assessed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39286-65 (B)(4) implanted: 2012-(B)(6) explanted: na; product typ lead product ID 37744 (B)(4) implanted: explanted: na; product typ programmer. (B)(4).